Event description:
It was reported that (1), or more devices was used during an unknown procedure. It was reported by the affiliate that little information is documented about this case. The rep has been trying to get information since august to find out more about what happened. It is not clear how many instruments were affected. The hospital returned (3) unused sterile devices from the same lot number. It was reported that the instrument(s) missfired. No further information is available. There was no consequence to the pt. The instrument(s) used in the case have been discarded.